Event description:
Reportedly, eea stapler was used for the anastomosis. Blood supply was adequate and no leaks were noted when checked. Patient returned to the or nine days post-op. He was readmitted for exploratory lap, which revealed staple line dehiscence. Repaired with different device. Procedure: colectomy.